Manufacturer narrative:
One opened and or used enlite sensor was tested and sensor failed per specifications due to low readings. Cannula was found bent and was unable to confirm if customer received the sensor in said conditions due to customer returned it opened and or used.

Event description:
It was reported that the customer had high blood glucose levels of 285 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported a bent sensor for the insulin pump. The customer also reported having high blood glucose levels due to an infection. The customer was taking antibiotics to treat the infection. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.